Event description:
It was reported that cartridge alarm occurred on pump, during which customer experienced high blood glucose reading displayed only as ¿High,¿ and cartridge alarms occurred with consecutive cartridges. Customer treated high blood glucose with correction injection using multiple daily injections, did not require help from third party, continued to use current pump while prepared to use alternate insulin method if needed, and technical support confirmed cartridge alarm, and arranged replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 11 / 3.5.1 / iOS_16.6.